Manufacturer narrative:
H3, d10 & h6: the device was not returned for investigation. The quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that the blade broke during femoral surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the blade broke during femoral surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.